Event description:
It was reported that the patient received inappropriate atp therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was in good medical condition.